Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report, patient identifier: (B)(6). Additional information provided by the customer. Follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed during preparation for use for an unspecified procedure. The procedure was completed with a similar device, with no delay noted. Additional devices in use were provided. No delay or patient harm was reported. Additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced in the repair department. Due to the poor water tightness caused by the outlier of the oredome, it was estimated that the internal flooding from the rehydration process temporarily prevented images from being displayed. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed during preparation for use for an unspecified procedure. The procedure was completed with a similar device, with no delay noted. Additional devices in use were provided. No delay or patient harm was reported.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. Device evaluation revealed video case unit was broken, the cable unit was defective and there was damage to the plug unit. Additionally, due to damage on the cable unit, water tightness was lost. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was image failure when moving the cable near the hd 3cmos camera head. During an unspecified procedure the picture becomes pixelated. There were no reports of patient harm or impact associated with the event.